Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer did not call in at the time of the reported issue, therefore, troubleshooting was unable to be performed. Customer stated pump supplies were changed and insulin delivery was successfully resumed. Customer's blood glucose level was not impacted.